Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2015 to reposition the ipg which reportedly resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to recharge the ipg due to swelling at the ipg site which prevented the charger from locating the ipg. Reportedly, the patient was advised to leave stimulation turned off. Subsequently, the swelling subsided; however, the ipg could not be felt under the skin. Further troubleshooting in addition to a replacement charger was attempted to no avail. Surgical intervention may be undertaken as the next course of action.